Manufacturer narrative:
(B)(6). This report is for nine unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Exact date unknown; reported as approximately 3 months prior to explant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 4.5mm variable angle-locking compression plate (va-lcp) curved condylar plate/12 hole/266mm/left distal femoral locking plate on an unknown date approximately three months ago to treat a distal femur fracture. Due to a non-union, the patient had a periprosthetic revision of the distal femur fracture on (B)(6) 2015, and was revised with a retrograde femoral nail. The one distal femoral locking plate and a total of nine screws were explanted, fully intact, and the surgery was completed successfully. There were no surgical time delay and no harm to the patient. This report is for nine unknown screws. This is report 2 of 2 for (B)(4).